Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. Small sections of both devices fractured off and were returned. The devices had some nicks and gouges in surface, particularly around the fracture sites. The devices were manufactured in 2010 and 2011 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka the devices broke. All pieces accounted for. No delay or injury reported. The backup was not needed because it was after the trial was completed that the doctor was aware of this incident.